Manufacturer narrative:
Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25, low battery alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that they had low battery alarm. The customer's blood glucose was unknown. Recommended customer refer to back up plan. The product was not returned for analysis.